Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving infumorph via an implanted pump. On (B)(6)2020 it was reported that in mid-(B)(6), the patient had his pump replaced due to standard eri (elective replacement indicator) replacement. It was noted that nothing abnormal seemed to happen during the replacement surgery. In early (B)(6), the patient called his managing physician and reported increased pain in his low back and the ability to move his pump in the pocket. At that time, the physician increased his dose of infumorph. On (B)(6) 2020, he called again having increased pain and what he called withdrawal symptoms of headaches, vomiting, and a general uneasy feeling, so the managing physician advised him to go to the ER (emergency room). The patient was admitted to the ER at the hospital. On (B)(6) 2020 he had x-rays taken of the pump and the logs were read and no motor stalls were seen. Based on interrogating the pump, palpating the site, and the x-ray, it was determined that the pump was flipped. The physician wanted to do a dye study on (B)(6) 2020; however, he postponed it to (B)(6) 2020 to do it in the radiology department. It was noted that based on the results of the dye study, the physician may refer the patient for a pocket/catheter revision. With regards to any environmental, external, or patient factors that may have led or contributed to the issue, ¿n/a¿ was noted. The issue was not resolved at the time of the report and it was indicated that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d11: product ID: 8709sc, lot#/serial#: (B)(6), implanted: (B)(6) 2013, product type: catheter. Product ID: 8709sc, lot#/serial#: (B)(6), implanted: (B)(6) 2013, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot#: (B)(6), ubd 2014-09-16, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 24-jun-2020 from a healthcare professional (hcp) via a company representative who reported that on (B)(6) 2020 a catheter and pocket revision were completed. Upon opening the pump pocket site, they were able to tell that the catheter was twisted and kinked onto itself. The surgeon untwisted the catheter, revised some of it with a revision kit, and flipped the pump to the correct orientation and sutured it down. Per the hcp the case was considered close. No further complications were reported/anticipated.